Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va06102, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was originally reported on (B)(6) 2013 that the patient never had therapeutic effect. The patient stated that the implantable ne urostimulator (ins) ¿did not seem to be working well¿ and she had gradually been getting worse since implant. The patient stated that she was back to where she was before she had the ins. The patient noted that she felt stimulation if she was squatting or sitting, but not if she was standing or lying on her back. The patient wanted to try another program and she was assisted in changing programs. The patient switched from program 1 at 1.2 volts to program 2. Three weeks later it was reported that the stimulation was increased with the patient programmer and the issue resolved. The following day it was reported that the patient still had concerns regarding her device or therapy, but she had sought further help. An appointment on (B)(6) 2013, was noted. Eleven months later it was reported that the patient had to have two different pocket revisions due to ins movement and erosion. The patient had been in a few times for reprogramming and none of the programs she had had worked. The patient could not feel the stimulation on any program. The patient noted that the pocket revisions offered symptom control for the first few months, but after that the therapy stopped working. The healthcare provider (hcp) ran impedances and they were within the normal range. The hcp took an x-ray, which indicated that the system was intact and correctly placed. The hcp told the patient that there might be scar tissue that was complicating the therapy. The patient mentioned that her trial went really well and she saw immediate results. However, the trial was performed with a different lead.